Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient called and asked whether there was any reason the implant had stopped working. Patient reported that turning stimulation on and off did not feel any different, and patient did not feel stimulation at all for a week now. Patient's current group was a and patient reported trying to increase and decrease stimulation, but no improvement occurred. Patient tried switching to group b during the call and reported feeling a little different, but did not seem to feel better. Patient expressed frustration with having neuropathy and reported constant numbness in both feet. Patient also mentioned the controller sometimes could not find the device. Agent reviewed information and redirected patient to hcp for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.